Event description:
It was reported that the cadd pump displayed an ¿error detected¿ message. The battery was replaced, but the issue could not be resolved. The pump was powered off before the infusion was completed. The medication being infused was 5-fu (5-fluorouracil). The event occurred during the infusion, involved the patient, and resulted in no harm.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.